Event description:
It was reported that during the implant procedure, the patient experienced a vasovagal reaction. The reaction is thought to be caused from large sheath introduction and/or circulatory depression by sedative agents. Immediately after insertion of introducer from left femoral vein, sinus arrest (asystole) suspected to be due to vasovagal reaction and/or high level of sedation was observed. Transcutaneous pacing was performed during the implant and the procedure was completed. The event was predicted by the patient's condition and medical history, and transcutaneous pacing had been prepared ahead of time. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).